Manufacturer narrative:
It was confirmed that the liver was transplanted successfully.

Event description:
The device user (du) reported having a "bit of an issue with the syringe driver the other night". Subsequently, it was confirmed that the issue experienced by the device user was that the syringe driver became stuck. Message code 270 (syringes need replacement) displayed on the device when the event occurred. Du was able to correct issue temporally by releasing the pin and resetting the plunger plate position. The seized up black dial knob was then able to be moved.

Event description:
The device user reported having a "bit of an issue with the syringe driver the other night". Subsequently, it was confirmed that the issue experienced by the device user was that the syringe driver became stuck.

Manufacturer narrative:
Confirmation if any health effects occurred as a result of the incident. Is pending. A service engineer (se) evaluated the device at the customer site. The syringe driver was cleaned and lubricated. Aftwards, the syringe driver passed functional testing.